Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient¿s nurse described the area as the equipment cutting into the patient¿s skin, without any indication of open or broken skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse put padding under the equipment for the skin irritation. Follow up indicated that the skin irritation improved.